Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a high blood glucose level. The customer's blood glucose level was 500 mg/dl. The customer decided to change set and treated with a syringe. The customer was advised to disconnect to the insulin pump. The patient was advised to change the entire set, reservoir and insulin and treat per health care provider instructions. The customer was advised after the troubleshooting was performed to return the insulin pump and we will replaced it. The insulin pump was replaced due to the discoloration and brownish color on medtronic sticker that is next to drive support cap. No further assistance needed.

Manufacturer narrative:
.